Manufacturer narrative:
The reported device, used in treatment, was returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the instructions for use found statement related to detached electrodes. A review of risk management files found that the reported failure was documented appropriately. Visual inspection of the device showed detached electrodes. The device was unable to be functionally tested, as the wand cable was severed. The suction line was tested and performed as intended. The complaint was verified as the device's electrodes were detached. Factors, which may have contributed to the reported complaint include: (1) hitting the device tip against a hard surface such as an insertion cannula . (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. (4) activating the device above recommended settings for prolonged periods of time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during a knee arthroscopy, the electrode of the "super multivac 50 ic wand" fell off inside the patient while ablation. The electrode detached was removed from the patient by suction. The procedure was completed with a backup device and no significant delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.